Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient informed the csr that she tests 4x/day and manages her diabetes with humalog n (with meals) and humulin n (at bedtime). The patient stated she adjusts the insulin dose based on her meter readings. The patient stated her normal/typical blood glucose results fall in the "5-6 mmol/l" range. The patient reported that 4 months prior to contacting lfs she woke up feeling "hot, sweaty and shaky." During the follow-up call, the patient informed the csr that she associated the symptoms with a "low" blood sugar. In response to the symptoms she tested her blood glucose with the subject meter at about 7am and obtained an alleged inaccurate high reading of either '8 or 9 mmol/l (144 or 162mg/dl).' The patient claimed she took 'extra insulin' to compensate for the high reading. It is not known why the patient administered insulin despite her feelings that her blood glucose was low. The patient stated she waited 1 hour to have breakfast and tested again with her spouse's meter and obtained a low reading of either '2 or 3 mmol/l (36 or 54mg/dl).' In response to the low reading, the patient stated she treated herself with orange juice. During the follow-up call, the patient informed the csr that prior to waking up symptomatic that morning, she had tested the night prior and obtained a reading of either '4.6 or 5.6 mmol/l (83 or 101 mg/dl).' The patient reported that she did not administer any insulin at bedtime due to the blood glucose reading being low.at the time of troubleshooting, the patient informed the csr that she no longer had the subject meter or test strips available. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter while symptomatic, administered treatment based on the alleged result and then reportedly tested on another device and obtained a blood glucose reading that potentially was under 40 mg/dl.